Event description:
The following article was received based on a literature review: a retrospective study was done to analyze the visual outcomes of kamra (acufocus inc) inlay insertion in a cohort of patients reporting success of procedure, complications, patient satisfaction, and refractive outcomes. A total of 35 patients underwent kamra inlay insertion. There were 9 patients with a sole kamra inlay insertion, 15 had combined laser vision correction (lvc) and kamra inlay insertion on the same day, and 11 had sequential lvc and kamra inlay insertion. The intralase femtosecond laser (advanced medical optics inc.), was used to create a laser-assisted in situ keratomileusis (lasik) flap while lvc ablation was performed with the isx star s4 ir laser (johnson & johnson vision) on patients who underwent simultaneous consecutive lvc and kamra inlay insertion. Postoperative complications reported include striae (n=1 patient), epithelial ingrowth (n=1 patient), and late-onset ectasia (n=2 patients). Patients who underwent enhancement include 8 that underwent lasik, 1 photorefractive keratectomy, and 2 cross-linking via the dresden protocol. This report is against the star laser. A separate report will be filed against the intralase laser.

Manufacturer narrative:
Section a2: age: the average age of patients under-going the procedure was 53 years section a3: gender: 18 were female and 17 male. Section b3: date of event: exact dates not provided. Article acceptance date is november 7, 2022. The study was conducted for surgeries performed between (B)(6) 2014. . Device evaluation product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.. Citation: darian-smith, e., gouvea, l., gendler, s., alshaker, s., din, n., weill, y., skouras, n., rabinovitch, t., singal, n., chan, c. C., & rootman, d. S. (2024). Kamra presbyopic inlay refractive outcomes: a canadian perspective. Canadian journal of ophthalmology, 59(1),.7¿11. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.